Manufacturer narrative:
The philips remote service engineer (rse) checked the technical and clinical log files with a help of a philips clinical application specialist and identified the surveillance alarmed properly. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The customer reported 4 total events where low or high blood pressure was not alarmed. The event date for this issue is currently unknown and pending good faith effort (gfe) attempts. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).

Event description:
It was reported that the surveillance was not alarming about blood pressure. The device was in use on a patient at the time of the event. There was no adverse event reported.

Event description:
Philips received a complaint on the patient information center ix indicating that on (B)(6) 2025, around 16:30 o'clock, bed b5-571 did not alarm for blood pressure. The patient developed chest pain and ischemic changes on their ECG; therefore, they were treated with a fluid bolus and a noradrenaline infusion. There was no permanent harm to the patient or delay in care.

Manufacturer narrative:
The complaint was escalated for technical investigation, and a philips clinical product specialist reviewed the data and found that there were multiple low blood pressure alarms captured in the audit logs. See excerpt of the logs below: (B)(6) 2025 16.13.22 b5-571 nbp - syst. Upper: between 130-160 syst. Lower: between 90-90 mx850-s010. (B)(6) 2025 16.30.44 b5-571 **nbpk 31 <60 given at 16.30.42. Mx850-s010. (B)(6) 2025 16.30.45 b5-571 sector: **nbpk 31 <60 given at 16.30.42. Pic ix: b5stevaix. (B)(6) 2025 16.32.09 b5-571 **nbpk 31 <60 discontinued. Mx850-s010. (B)(6) 2025 16.32.10 b5-571 sector: **nbpk 31 <60 terminated. Pic ix: b5stevaix (B)(6) 2025 16.33.35 b5-571 **nbpk 23 <60 issued at 16.33.33. Mx850-s010 (B)(6) 2025 16.33.36 b5-571 sector: **nbpk 23 <60 issued at 16.33.33. Pic ix: b5stevaix. (B)(6) 2025 16.34.43 b5-571 **nbpk 23 <60 terminated. Mx850-s010. (B)(6) 2025 16.34.44 b5-571 sector: **nbpk 23 <60 terminated. Pic ix: b5stevaix. (B)(6) 2025 16.36.23 b5-571 **nbpk 31 <60 issued at 16.36.20. Mx850-s010. (B)(6) 2025 16.36.24 b5-571 sector: **nbpk 31 <60 issued at 16.36.20. Pic ix: b5stevaix. (B)(6) 2025 16.36.34 b5-571 **nbpk 31 <60 terminated. Mx850-s010. (B)(6) 2025 16.36.35 b5-571 sector: **nbpk 31 <60 discontinued. Pic ix: b5stevaix. (B)(6) 2025 16.39.17 b5-571 nbp - syst. Upper: between 160-130 syst. Lower: between 90-90 mx850-s010. Based on the information available and the testing conducted, the device was working as designed and configured. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.